Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed the reported modular cable damage. A specific cause for this damage could not be conclusively determined through this evaluation. The account submitted three images for review. The first images appeared to be the old tape wrapped around a majority of the modular cable. The second image appeared to be the new resq tape covering the majority of the driveline. The final image showed multiple tears and damage of the outer jacket. The armor layer in many of these areas was visible but appeared intact. Additionally, discoloration of the outer jacket as well as the inline connector bend relief was observed. Review of the submitted log files did not reveal any findings which would indicate a functional issue with the driveline. No notable events or alarms were observed. The pump appeared to function as intended at the set speed. The damaged modular cable, lot number 6866557, was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system support with no further issues reported at this time. The relevant sections of the device history records for lot number 6866557 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate 3 lvas patient handbook, rev. B, are currently available. Chapter 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Chapter 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This chapter also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Chapter 7 of the IFU, "alarms and troubleshooting", provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Chapter 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's modular cable was severely damaged in multiple areas. The patient had tried to tape the cable themself. The old tape was taken off, and the cable was repaired with resqtape.